Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction. The consumer reported that she broke her hip in 2014 and the surgeon who did the hip surgery "screwed up" her implantable neurostimulator and it had not worked since that procedure. This was considered a sudden change. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.